Event description:
During evaluation by baxter personnel, an infusor was found with a broken fill port. This condition occurred during filling in service/testing. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Additional information: baxter received one sample for evaluation. During device evaluation, visual examination of the unit discovered and confirmed a broken fill port. A functional leak test was attempted on the unit, but was unable to be completed due to the broken fill port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should any additional information become available, a follow-up report will be submitted. Report # 6000001-2012-06756 was submitted to address the original reported condition of a leak from the fill port.

Manufacturer narrative:
(B)(4). The root cause of the broken fill port was determined to be excessive force applied during the filling of the device.